Manufacturer narrative:
The reported event of high capture threshold was not confirmed. Final analysis found a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.

Event description:
Related manufacturing reference number: 2017865-2023-51767. Related manufacturing reference number: 2017865-2023-51769. It was reported that the patient presented for a upgrade procedure and lead revision. The right ventricular lead was capped and replaced for unknown reasons on (B)(6) 2023. The next day it was noted that the left ventricular lead exhibited high capture threshold. The lead was explanted and replaced. During the placement of the new left ventricular lead, it was noted the new lead also exhibited high capture threshold. The new lead was removed and replaced with a competitor lead. There were no patient consequences.